Event description:
It was reported that a spectrum iq infusion pump alarmed constant air in line message. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. A review of the history log on customer's last day of usage revealed "reload set" messages. A constant reload set would not allow the set to load successfully. A reload set message can appear with the message "tube not properly loaded in air detector." A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The evaluator found the ultrasonic sensor peeling. Ultrasonic sensor requires replacement which will address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.